Manufacturer narrative:
Information was received indicating that a staple from the os2 vp system (lot 1605004) broke during implantation on (B)(6) 2016. According to the healthcare professional, the staple appeared to fracture when being released from the inserter. The broken staple was removed and replaced during the procedure. No patient injury was reported. The device involved in the event was returned in 2016 and visually examined at that time. A fracture was observed on one leg near the bridge area. No material abnormalities or non conformities were identified during the original evaluation. The appearance of the fracture was consistent with mechanical overload during use. This case dates back to 2016. No additional testing can therefore be performed. Based on the information available from the initial evaluation, no manufacturing related cause could be confirmed and the event is considered isolated.

Event description:
During a surgical procedure on (B)(6) 2016, one staple from the os2-vp implant system (lot 1605004) broke during implantation. According to the healthcare professional, the staple appeared to break when being released from the inserter. The broken staple was removed and replaced with a new staple. No patient injury was reported. The product was returned on october 10, 2016 for evaluation. Visual inspection confirmed a fracture on one leg near the bridge area. No manufacturing defect or material abnormality was identified. The fracture characteristics were consistent with mechanical overload during use.

Event description:
During the procedure, the staple broke while being released from the inserter, before implantation. The surgeon drilled a new hole and used a second staple to complete the procedure. No patient injury was reported. The broken staple was returned for evaluation, and the distributor confirmed that the event involved a product malfunction.